Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The patient mentioned that the ins battery was 'out to the skin', and they had to be careful that they did not sit down too hard and the ins battery moved around. The pt stated the ins battery was not like this 'at first'. The pt noted that this was their 2nd implant. The patient was redirected to their healthcare provider to further address the issues. No symptoms were reported.  [See pe 707442581 for information pertaining to the related event.]

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.